Event description:
It was reported that despite the dressing hanging off and not having a seal, the pump's indication light was flashing green to indicate a seal and that the pico pump was running normally.